Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016. Date of follow-up report : 01/31/2017. One lf1637 was received for evaluation. This device had been used in the treatment or diagnosis of a patient. The returned product met specification as received. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. Visual inspection found eschar on back of jaw. The customer reported the device stuck on tissue. The reported condition was not confirmed. The device was tested for activation on simulated tissue with end tones indicating completed seal cycles. Additional functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. The jaws did not become stuck on the tissue at any of the various size vessels, as the customer reported. The device was activated while pressing the button in various locations and turning the rotation knob to each stop to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally. The IFU recommends cleaning the jaws with a piece of wet gauze often to help minimize tissue build up between the jaws. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that when the surgeon activated the device during a low anterior resection, the jaw stuck to tissue. There was no injury to the patient.